Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, leading to the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. The customer reverted to an alternate method of insulin therapy.